Event description:
It was reported that during reprocessing, the pk dissecting forceps instrument had a frayed wire in a loop. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the frayed wire, in a loop. The instrument was found with a frayed pitch cable at the distal clevis. No damage was found on the pulley or clevis. The frayed strand was approximately 0.0455 in length. Additional damage found were deep scratches on the main tube. The distal end of the main tube had two scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length approximately .1155 and .0655. Engineering concluded the damage may be due to mishandling. Electrical continuity passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.